Event description:
Pump would not flow, thus pt could not receive medication for treatment. Pt is hiv positive. This happened several times to this pt as well as others. Have only had problems with ganciclovir in 100ml.